Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. Reportedly, the patient had an infection on the xiphoid incision. There was no additional adverse patient effects were reported. This s-ICD was explanted.

Manufacturer narrative:
This supplemental is being filed to capture e1: initial reporter email address and h6: patient code.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. Reportedly, the patient had an infection on the xiphoid incision. There was no additional adverse patient effects were reported. This sicd was explanted.